Event description:
The reporter stated the surgeon inserted an aa4203tl toric optic silicone single piece lens. Stated the lens tore on insertion into the eye. Lens was removed with the incision widened and a suture was used to close the wound. Another same model and size lens was implanted. The reporter stated the cause of this event was due to loading error by the tech.

Manufacturer narrative:
(B)(4), results: visual inspection of the returned product found the optic and haptic torn. Lens was torn in half. Lens was returned in lens case. There was evidence of dark residue on lens surface. Conclusions: (other) - based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).